Manufacturer narrative:
H3 other text : device not returned.

Event description:
Philips received a complaint on the philips patient information center ix sn (B)(6) indicating that the external speaker no longer worked. It was reported to be unknown at the time of the reported issue if the device was in clinical use. There was no report of patient harm. The customer contacted philips support to order an external speaker. The remote engineer did not perform any troubleshooting. Based on the information available the cause could not be determined. The reported problem was not confirmed. The customer was provided a replacement speaker to resolve the issue.

Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(6).

Event description:
The customer reported that the external speaker does not work anymore. Patient involvement is unknown. There was no report of patient or user harm.